Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.